Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit in the o2-gas module was diagnosed to be faulty by our field service engineer. The hospital decided to not repair the ventilator. The failure was confirmed in received device logs. We could trace back the reported problem to april 11, therefore the date of event was determined as (B)(6) 2020. If fault with a nozzle unit happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. If present it will be noticed during pre-use check. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).